Manufacturer narrative:
Concomitant products: product ID 3986a, serial # unknown, product type lead; product ID 7489-40, serial # unknown, product type extension. (B)(4).

Event description:
It was reported that the patient was to have a revision of the lead component of their implantable neurostimulator (ins) system. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.